Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery due to back pain. Intra-op, while fixing the set screw with the 7/32 driver the screw doesn't break in the rated break point but break in the threaded part. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed the coned shape section at the bottom of the set screw was sheared off near the first row of threads. Microscopic inspection revealed a fairly smooth fracture surface as the metal became more rigid near the breaking portion of the thread. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.